Event description:
Health care professional (hcp) reports one incident of hemodialysis during pt treatment on a ca-hp 210 dry pack dialyzer. At the beginning of treatment the pt complained of having to have a bowel movement and complained of a stomach ache. At this time the pt's blood pressure averaged 250/149 (pretreatment was 171/103) and continued to stay high. Blood was drawn at this time and noted to be hemolyzed. Treatment was discontinued and blood was not returned. The pt was started on oxygen at 2l per nasal cannula and transferred to the intensive care unit for observation. The pt was discharged the next day and has fully recovered from the hemolysis event.